Event description:
Pt admitted, from nursing home, on 8/15/96 with fuo, altered mental status and septic work-up. Hosp los uneventful. Treated with antibodies. 8-23-96 left ventriculostomy-inserted. 8-31-96 right ventriculostomy replaced. 9/11/96 left ventriculostomy replaced. 9/13/96 nurse found external drainage lost approx 300-350 cc. Cerebrospinal fluid (csf). Adhesive tape used to hold tubing in place came loose. Questionable if drainage collection kit is device failure. Adhesive tape failed. On 9/17/96 pt expired.